Event description:
Initial report: this non-serious spontaneous case from (B) (6) was received from a physician on 03/18/2010 and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree - (B) (4). This cases involves a female pt who developed nodules after receiving poly-l-lactic acid (sculptra) therapy. The pt received poly-l-lactic acid therapy sometime in (B) (6) 2007 and in (B) (6) 2009 developed nodules near the eyes and on the bridge of her nose. Poly-l-lactic acid therapy was not administered in these areas or directly under the eyes. Antibiotic therapy (nos) was provided as corrective therapy, which seemed to help reduce the nodules. The nodules are ongoing, but are a bit smaller. Relevant medical history and concomitant medication info were not mentioned. Action taken: not applicable. Outcome - recovering/resolving. Physician/reporter causality: not provided. A ptc (pharmaceutical technical complaint) was initiated: (B) (4); (B) (4).